Event description:
The customer reported that their AED will not power on. The customer stated the pads that were connected expired on 01/31/2022. The tech had him connect replacement pads that were not expired. The maintenance activities were reported monthly by checking the asi light. The customer did not report this occurred during patient use.

Manufacturer narrative:
The customer reported that their AED will not power on and prompting an error code of "AED error or warning". The customer stated the pads that were connected expired on 01/31/2022. The tech had him connect replacement pads that were not expired. The maintenance activities were reported monthly by checking the asi light. Troubleshooting the AED with a spare battery identified that the AED is functioning as designed.